Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Lot no. And manufacture date not available for this system at time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that thoracic probe was bent. There was no patient present when this issue was identified.